Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery could not be charged despite the attempt of multiple usb cables and power sources. Subsequently, the pump shut off during the night due to low power. The customer's blood glucose (bg) level was impacted (306 mg/dl). The customer was driven to the emergency room (ER) on (B)(6) 2016. While in the ER the customer was given a manual injection and remained on the pump to address elevated bg level. Contact stated that while in the ER the customer did not have ketones, however, the ER doctor stated the customer was "borderline dka". The customer was in the ER from 10:30am until 9:00pm. The customer was then admitted to the hospital (B)(6) 2016 for elevated bg level (296 mg/dl). While in the hospital the customer received insulin via injections and the pump and fluids intravenously. The customer was released from the hospital on (B)(6) 2016.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.